Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined it was difficult to connect the hose to handle and the o-ring on the swivel was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed a follow up/final report will be sent.

Event description:
It was reported that it was difficult to connect the hose to the handle. The event occurred prior to surgery. There was no harm and the delay was less than 5 minutes. No adverse event was reported as a result of this malfunction.